Event description:
During a embolization of a arteriovenous malformation (avm) attempting to remove a micro catheter (ev3 ultraflow hpc directed micro catheter ref # 105-5065 lot # a217465 exp 2019-01-25) from the right carotid, the catheter broke. They were able to snare the catheter, but only a piece came out. A piece of the catheter remains in the right carotid artery.